Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon burst at the distal tip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.